Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported slda. The reported poor image resolution was due presence of 3 pacing leads. The reported patient effect of unchanged tr appears to be related to the slda. Tr is listed in the instructions for use as a known possible complication associated with triclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention/treatment was provided. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, imaging was difficult due to presence of 3 pacing leads. One triclip was implanted. Post deployment, the triclip had single leaflet device attachment (slda) from septal leaflet. The tr remained unchanged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, imaging was difficult due to presence of 3 pacing leads. One triclip was implanted. Post deployment, the triclip had single leaflet device attachment (slda) from septal leaflet. The tr remained unchanged. There were no adverse patient effects or clinically significant delay reported.